Event description:
The manufacturer received a voluntary medwatch (mw5106024) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches and dizziness "from a chemical exposure due to off-gassing". Medical intervention was not specified. Additionally, the patient alleged they "could distinctly smell the chemicals". The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5106024) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches and dizziness "from a chemical exposure due to off-gassing". Medical intervention was not specified. Additionally, the patient alleged they "could distinctly smell the chemicals". The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.